Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that the device was not returned in any original packaging. The distal anchor was not returned. The distal plug and proximal anchor are still on the insertion device with no visible defect. The insertion device has no visible defect. A functional evaluation was performed on the returned device and found that the black (1) most proximal knob will rotate and move the distal plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel and proximal anchor as intended. An assessment of material characteristics could not be performed due to the distal anchor not being returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that during a rotator cuff repair and arcr procedure, the distal anchor of the helocoil knotless broke when passing the four sutures through the anchor and bridging. The procedure was completed with a smith and nephew back up device. There was a delay of 5 minutes and no further complications were reported.